Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached.

Event description:
It was reported that during preparation, when the device was unpacked, it was found that the guidewire sleeve was detached and it could not be used normally. The procedure was completed with another same device and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached. Block h11: the returned sensor wire was analyzed, and upon magnification it was observed that the sleeve detached, additionally, the distal part and the middle of the device shaft are peeled. No other problems with the device were noted. The reported event was confirmed. With all the available information, boston scientific concludes that the reported event was confirmed. These could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors during their use could lead to cause all the damages seen on the device. Furthermore, the problem occurred during the procedure including out-of-the-box, that is, during initial use, set-up, power-up, or shortly thereafter. Therefore, they will be assigned to the as analyze cause code of adverse event related to procedure. Regarding the sleeve detached, it is concluded that in production line there are the necessary processes controls and inspections to ensure that the polytetrafluoroethylene (ptfe) coating is complete and conforming during a 300 percent of inspections before its packaging. Based on the information available and analysis results, a conclusion code of cause not established has been assigned to this investigation.

Event description:
It was reported that during preparation, when the device was unpacked, it was found that the guidewire sleeve was detached and it could not be used normally. The procedure was completed with another same device and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.